Event description:
The reporter indicated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens in patient's right eye on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to elevated iop (without pupil block and angle closure). No other lens was implanted.

Manufacturer narrative:
Method: medical review. Results: visual inspection of the returned product found pieces of foot plate torn off and missing. Unable to re-measure lens. Lens was returned dry. Medical review: review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e. G. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, it was determined that the device was implanted off-label (patient (B)(6)). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safely of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).

Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens not returned.